Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had an elevated blood glucose (bg) levels in the 400's mg/dl without symptoms since wednesday, (B)(6) 2012. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated they treated with injections and of insulin and their bg came down. The patient stated that they contacted their healthcare professional (hcp) to see if she was doing everything correctly and her hcp advised to replace the pump. The hcp advised the replace the pump and continue to give injections boluses to cover the bg's. Customer support (cs) reviewed the pump and there were no alarms, bolus history, basal history and prime history was correct. There were no suspends and total daily dose was correct. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: a review of the black box history revealed on (B)(6) 2013 a "no delivery, exceed tdd" warning. The warning was confirmed 17 times on (B)(6) 2013 and deliveries were resumed later on. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the pump alarm history revealed no errors or alarms related to the reported complaint. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.